Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous mid left anterior descending artery. The apex over-the-wire balloon catheter ruptured on the third inflation at 14atms. The number of inflations and the duration of the inflations is unknown. The apex over-the-wire balloon catheter was successfully removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)